Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that during a routine device change out, the right ventricular setscrew was stripped. The pulse generator was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.